Event description:
Customer alleges the aviva system, prior to dosing the inserted test strip with blood or control solution, generated a blood glucose result of 325mg/dl which changed to a 335 or 355mg/dl on the system display. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.